Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak between an extension set and a non-carefusion/bd connector during a furosemide infusion, dosage and rate not provided. Although requested, no additional information is available; there was no patient harm.